Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The patient reported that they were unable to reach desired settings at only 0.2ma. The rep checked impedances and discovered that electrode 0 was out of range and greater than 40,000 ohms. The rep reprogrammed the patient without using that electrode, and therapy was achieved. The issue was resolved at the time of the report. No patient symptoms were reported.